Manufacturer narrative:
Tw #(B)(4). The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8 mm) seal was caught in the loader, so the loading was not performed properly, and only the delivery device handle came off. This product was judged to be defective, so a new product was used and the surgery was successfully completed. The procedure was delayed approximately 20-30 minutes. The patient's condition is normal. The device was returned to the factory for evaluation on 01/21/2025. An investigation was conducted on 2/21/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger depressed and the blue safety lock off, which allows for the white plunger to be depressed. The seal was observed in the loading device window. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed, as well as the analyzed failures "premature activation" was observed. For the reported failure "fitting problem", the root cause is attributed to the design of the device, which allows for this failure to occur. All aspects of the design process are being investigated through CAPA 1126092, which is in 'root cause analysis" to determine any gaps and weaknesses, as well as assess actions required. For the analyzed failure "premature deployment", all aspects of the design process are being investigated through the [pncr-way-2024-017,] to determine any gaps and weaknesses, as well assess actions required. The failure modes are addressed in the risk file and is operating within its risk profile. The IFU addresses both the reported failure and the analyzed failure. The device met all product specifications upon leaving the factory. There were no ncmrs identified which could cause or contribute to the reported failure or the analyzed failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend(increase in number of complaints over past three(3) months). All aspects of the design process are being investigated through CAPA 1126092, which is in "root cause analysis" to determine any gaps and weaknesses, as well as assess actions required for the reported failure "fitting problem" . For the analyzed failure "premature deployment ", all aspects of the design process are being investigated through the [pncr-way-2024-017,] to determine any gaps and weaknesses, as well assess actions required. Hhe 1098078, which is in "qa initial review" was initiated for the reported failure "fitting problem". No field actions initiated for the analyzed failure mode "premature activation". There were no consequences or impacts to the patient. The lot # 3000409619 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported and analyzed failures. Specific actions for the reported and analyzed failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) seal was caught in the loader, so the loading was not performed properly, and only the delivery device handle came off. This product was judged to be defective, so a new product was used and the surgery was successfully completed. The procedure was delayed approximately 20-30 minutes. The patient's condition is normal.

Manufacturer narrative:
Tw # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.